Event description:
It was reported that the aim of this prospective pilot study was to assess the impact of different methods of wound closure and dressing on the incidence of wound infection among elderly patients with a fractured neck of femur. The different methods of dressings included mepore (tendra-molnlycke health care ab) or standard absorbent dressing with overlying opsite (smith + nephew). Wound infection developed in 2 patients where clips and opsite was used. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. Since this complaint is born from a clinical review, device will likely not be returned. Therefore, we are unable to establish a relationship between the reported event and the device or determine a root cause on this occasion. As no batch/lot number has been provided a review of the device history has not been possible. However, at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported events has been reviewed, revealing further instances. A clinical review reported: the smith and nephew device product was not responsible for the events reported in the paper. The data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A risk management review has taken place, opsite devices contain multiple failure modes leading to local infections however without any clear link to any specific opsite dressing or further details regarding the failure mode in question, a detailed risk management review cannot take place. If further information is provided, a more detailed review can take place. Without details of the actual opsite type used, it is not possible to carry out a review of the IFU. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.